Manufacturer narrative:
(B)(4). Batch # n90m4n. The analysis results found that the el5ml device was returned with no damage in the external components. In addition, 10 malformed clips and 1 conforming clip were returned in a plastic bag. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged, which suggests that the lockout mechanism was fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was malformed. The device was fired for functionality out of the patient, but the tip of the clip was not closed. The target tissue was thick. The device was used on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient.